Event description:
It was reported that during switching on the cardiosave intra-aortic balloon pump (iabp) needed replacement of safety disk. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The complaint record is downgraded, as the new information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional reportable information is received, the complaint will be reopened and new information will be submitted.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) needed replacement of safety disk due to its expiry.